Event description:
Paramedics responded to a person, condition unk. The device was used for ECG monitoring while transporting the pt to the hosp. According to the reporter, the device alarmed, lit the service led and all three displayed channels, lead ii, iii and avf went flatline. The reporter stated that power was cycled to the device with no success. The pt was transported to the hosp and no adverse affects were reported as a result of the alleged malfunction.